Event description:
Sometime this year, a 6f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post percutaneous coronary interventional procedure. The dr had difficulty inserting the angio-seal sheath and locator system. The dr was about to abort the deployment when the sheath system advanced into the artery. The deployment was completed. About 20 minutes post deployment the dr was called back to the pt's side. The pt was hypotensive and diaphoretic. The pt underwent surgical exploration and repair of an iliac tear found proximal to the deployed angio-seal. The dr verbalized upon review of the femoral angiogram the sheath was accessed high above the inguinal ligament.